Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's nurse that the customer's device alarmed lost sensor. It was reported that an electrode was pulled out it turned out that it was missing. The customer's blood glucose was unknown.